Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported that the 2.5 was weaned and removed. However, there was pulsatile bleeding noted. To resolve the issue, manual pressure was initiated and contralateral balloon tamponade performed and 20 mg protamine resulted in hemostasis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.